Manufacturer narrative:
Additional information: d10, h3, h6. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the ring electrode cables lumen consistent with friction to the device can. The ring electrode ethylene tetrafluoroethylene (etfe) cables coating was abraded in this region. The reported events of noise and impedance anomalies were confirmed and the cause of the reported events was isolated to the exposed ring electrode cables at the abrasion zone.

Event description:
Additional information received indicated noise was again observed on the right ventricular (rv) lead. Lead damage was suspected, but not confirmed, to have caused the event. The rv lead was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, noise resulting in oversensing was observed on the right ventricular (rv) lead. The noise could not be reproduced during provocative testing. Electromagnetic interference was suspected, but could not be confirmed to be the cause of the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.